Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2011 - pt had bilateral ventral hernia repairs. The hernias were repaired with the use of bard hernia mesh patches. Ni/ni/ni - pt developed a severe abdominal wall infection resulting in an enterocutaneous fistula. Attorney alleges infection, fistula, pain, permanent injuries, defective mesh, explant.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. The pt's attorney alleges that the pt was treated for fistula formation, which is a known possible adverse reaction listed in the IFU. It was also alleged that the pt was treated for infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2012-00535 for information related to the other bard mesh that was alleged to have been implanted on (B)(6) 2011.